Manufacturer narrative:
Device was used for treatment, not diagnosis. Schmitz, p., et al (2015) the cement-augmented transiliacal internal fixator (catifi): an innovative surgical technique for stabilization of fragility fractures of the pelvis. Injury, int. J. Care injured 46s4 (2015) s114¿s120. This report is for unknown uss fracture mis system, cannulated schanz screw/unknown quantity/unknown lot. (B)(4) 1. Four screws did strike the sacro-iliac joint, 2. One schanz screw perforated the cortex of the ilium at the tip of the screw. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received or abstract received: this report is being filed after the subsequent review of the following literature article: schmitz, p., et al (2015) the cement-augmented transiliacal internal fixator (catifi): an innovative surgical technique for stabilization of fragility fractures of the pelvis. Injury, int. J. Care injured 46s4 (2015) s114-s120. Germany. Purpose of the study: analyzing the different age groups in a population who suffered a pelvic ring fracture it becomes obvious that there are important differences between the pelvic ring lesions of an elderly patient compared to a young adult concerning trauma mechanism, fracture pattern and therapeutic options. In the elderly patient it is very important to achieve maximum of stability if surgery is necessary in order to avoid early failure of the ostheosynthesis under mobilization with full weight bearing. Patient demographics: 15 patients (14 female) with fragility fractures of the pelvis that required surgical stabilization were eligible to participate in this study from december 2012 to december 2014. The average age of the patients was 79.9 years with a range of 49-91. Type of surgery: 1. Posterior stabilization (catifi, iliolumbar fixation), additional dorsal osteosynthesis); 2. Additional anterior stabilization (plate of the symphysis, plate to the superior pubic ramus, creeping-screw, external fixator); 3. Cement augmentation of the osteosynthesis. Implants used: uss fracture mis system, cannulated schanz screw and vertecem v. Complications: 1.four screws did strike the sacro-iliac joint, 2. One schanz screw perforated the cortex of the ilium at the tip of the screw. No leakage of bone cement into the soft tissue could be detected. No patient needed a revision surgery due to malposition of the schanz screw nor due to cement leakage. This is report 1 of 1 for (B)(4). This report is for an unknown uss fracture mis system .